Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 290 mg/dl and a bolus via the pump was delivered to address the bg level. The customer thought that scar tissue was causing the high bg. During troubleshooting with tandem technical support, champagne size air bubbles were observed in the pump supplies. The customer declined to prime out the bubbles as they were so small. No other device issues were observed. During follow-up, the customer reported that "bad" insulin was the cause of the high bg.